Manufacturer narrative:
Follow-up # 1 the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter failed testing. The reported issue was confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ping meter displayed an error 6 message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that he obtained the alleged error message at 10:30am on (B)(6) 2015. The patient manages his diabetes with insulin. He reported that after obtaining the alleged message, he continued with his usual diabetes management routine. He denied developing any symptoms as a result of the alleged issue. He reported that at 12noon on (B)(6) 2015, he tested his blood glucose level using a bayer contour meter and obtained a result of "206 mg/dl." He reported that also at 12pm on (B)(6) 2015, he self-administered 5 units of insulin. During troubleshooting, the cca noted that the patient was not using the meter for the first time. The issue remained unresolved. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury nor did he receive medical intervention for any symptoms. However, this complaint is being reported as a malfunction because the alleged issue was not resolved during troubleshooting.